Manufacturer narrative:
On (B)(6) 2021 the customer alleged the pump having pump error 37 & 42 alarms. Thus software was utilized and downloaded trace/history files properly. Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected pump error 37 & 42 alarms noted during testing. In further full review in the pump history found multiple motor error (42) on (B)(6) 2021 15:49:00. (B)(6) 2021 13:40:00. And motor motion alarm (37) on (B)(6) 2021 13:40:00.13:50:00. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (23.2 mv). The motor was tested outside of the device on the stb3 and passed. Unit had scratched case. The unit p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, pump passed all testing required and no unexpected pump error 37 & 42 alarms noted during testing and pump error 37 & 42 alarms in the trace/history files suspected to be on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.